Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional reportable qs pr ids (B)(4) the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that cataract [with intraocular lens (iol) implant] surgery was completed without harm to patient on same day. After 3¿4 week low suspicion endophthalmitis was observed in patient¿s eye. The patient condition was continuing. It was indicated that vitrectomy was performed in some cases, it remains unclear whether any further medical interventions were carried out for this patient. The current patient condition is not known. This report pertains to one of two ophthalmic viscoelastic involved for this reported event. This complaint is pertaining the nine of nine reports received from the initial reporter. Additional information has been requested and received the patient was diagnosed with endophthalmitis, along with vitritis, hypopyon, and increased intraocular pressure (iop) in the right eye. Subsequently, vitrectomy surgery was performed eight days later. The patient also underwent iol explantation, which resulted in significant visual sequelae. The patient's condition is improving, and they have received medication, including antiglaucoma, corticosteroids, triazoles and antifungal treatments administered intravitreally, topically, and systemically.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for endophthalmitis, additional medical surgical intervention, inflammation-ocular-other, hypopyon, intraocular pressure increased, and vision-decreased best corrected visual acuity (bcva) complaint conditions. As no lot code or sample was received/confirmed, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.